Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead did not find any anomalies. The reported event of low lead impedance was not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, there was a low pacing lead impedance noted on the right ventricular (rv) lead. A new lead was used to complete the procedure, and the patient was stable with no consequences.